Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -05.50 diopter, in the patient's left eye (os) on (B)(6) 2020. The lens was implanted as an exchange lens. Post-op, the near vision was slightly improved but still not ideal. The patient still experienced a refractive surprise and will be monitored. The lens remained implanted. See MFR report # 2023826-2020-00948 for initial lens.